Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 800.8000 on 8015 unit. Technical support noted that the user may decide to reboot the system or re-program the device to titrate the infusion and/or to silence the alarms. This could result in the clinical decision to interrupt the infusions. An interruption in infusion can result in serious injury. A review of the device history record for (B)(6) was performed from date of manufacture 11/16/2012 to the present date 10/21/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. The customer reported problem was confirmed. There is not enough information in the file to determine if a CAPA should be referenced. H3 : no product returned.

Event description:
The customer needed help on the device showing error code 800.8000 it was reported there was no patient involvement.

Event description:
The customer needed help on the device showing error code 800.8000 it was reported there was no patient involvement.

Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. H3 other text : see section h.10.

Manufacturer narrative:
The customer reported problem was confirmed.

Event description:
The customer needed help on the device showing error code 800.8000 it was reported there was no patient involvement.